Event description:
It was reported that a patient presented for a routine generator change. The right ventricular (rv) lead had a history of noise. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.

Event description:
Additional information received notes that the right ventricular (rv) lead noise was being oversensed by the device.